Event description:
Monitor displayed "connect electrodes" message when trying to use in paddles mode. The medic checked electrode placement and the therapy cable and cycled power to the device. The monitor continued to display "connect electrodes". Electrodes were connected to another compatible AED unit and that unit worked fine and indicated no shock was advised. Upon returning to base, the problem was confirmed with another set of electrodes.